Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particulate debris component not revised: 1- part ID: pha06256, procotyl l beaded and ha coated cup size 46mm, lot:1536726, qty:1. Revision njr number: (B)(4), side:r, primary asa: p1 - fit and healthy.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.